Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as patient did not wear a mask. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with injection reflin 1g (route, frequency, and duration not reported) and injection fortum 1g (route, duration, and frequency not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient is recovering from the event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further investigation, it was reported the patient remained on antibiotic therapy and the patient¿s peritoneal effluent was clear. At the time of this report, the patient had recovered (previously recovering). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.